Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4).

Event description:
The reporter indicated the surgeon used a aa4203tl 23.0 se/3.5 diopter silicone single piece lens with toric optic. The lens was loaded properly by the surgical tech. As the physician was advancing the lens in the injector, he noticed a tear on the lens. The lens did not touch the eye and it was not inserted into the eye, but there was contact with the cartridge. A backup lens, same model and size was implanted. No injury to the patient. Cause of lens tear is unknown. No lot numbers were available.

Manufacturer narrative:
Method: device history record review. Result: visual inspection of the returned product found the lens optic and both haptics torn, with a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).